Event description:
The customer reported that there was a start up bar and white mark in the middle of the screen and no live image on the monitor. There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.